Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water were performed, and there were no defects observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipid backed up into a clearlink, non-dehp solution set (parenteral nutrition (pn) line). The issue occurred during patient infusion via a central venous catheter (cvc). There was an attempt to lift the lines for gravity to move the solution forward with no improvement. The pn line was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.